Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value. Patient's therapeutic range 2.5 - 3.5. Historical value: 07/08/2016 inratio inr = 2.6. On (B)(6) 2016 inratio inr = 3.1; lab inr = 1.4 five hours between tests. Patient had been taking an unspecified antibiotic - last day for antibiotic was (B)(6) 2016. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.